Event description:
Account reports that septum is separating on the 1st injection port of the tubing. No medical intervention needed as rn has been at bedside, but account is concerned over the possibility of contamination for the pt.